Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0aaby, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had to go back to their healthcare provider (hcp) the week prior to report because they were ¿bleeding real bad.¿ it was stated the patient was scheduled to go back to the hcp the wednesday following report and the patient was not bleeding at the time of report. It was noted that sometimes when the patient sat down in a chair or leaned up against a chair they got pain. Reportedly, the symptoms had been occurring for about a week. It was stated the patient had an overstimulation sensation and when they went back to the hcp the patient stated ¿they put me on 4 (0.4 volts) and it was shocking me real, real bad." The patient put their device back on 0.3 volts.